Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: chapter 5 reprocessing: general policy. Warning: all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, issue was confirmed and the cause of which was concluded as clogging due to foreign material. It was reported that the engineer tried to clean the balloon tube with a brush and inject water into the tube by using a 5ml injector but failed to remove the foreign material from the tube. However, no foreign material was observed at the distal end port of the balloon tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera ultrasonic bronchofibervideoscope, the scope had handling issue (foreign material clogged tube) and water could not pass the balloon tube smoothly due to insufficient or incorrect reprocessing. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: ¿chapter 5 reprocessing: general policy warning: all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.